Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user report was confirmed. The distal probe tip was missing and causing a leak. If additional information becomes available following device evaluation, a supplemental report will be filed.

Event description:
It was reported, the ball on the tip of the evis exera ii ultrasonic bronchofivervideoscope separated during reprocessing. There was no patient involvement during this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR), and a review of the instructions for use (IFU) were conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The IFU contains the following statements: ¿do not apply shock to the distal end of the insertion section, particularly the ultrasonic transducer and the objective lens surface at the distal end. Visual abnormalities may result.¿ the root cause could not be determined. However, based on the results of the investigation and the image provided, it is believed that the reported event was caused by external force being applied to the tip of the device. From the photo received, the dislodgement of the distal tip was confirmed. Olympus will continue to monitor the field performance of this device.